Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that when patient was in a surgical intervention for the device upgrade, physician observed that the lead insulation was damaged. This lead was then successfully replace. No additional adverse patient effects were reported.